Manufacturer narrative:
(B)(4). The sample was discarded at the hospital. No failure investigation could be performed. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.

Event description:
A nurse returned a primed chemotherapy set-up to pharmacy saying that they had not primed it and blood was found backing up into the set. When the pharmacy tried to prime the set, fluid came out around the filter. No pt harm reported. No additional info was available.